Event description:
Patient reported "dealing with auto immune issues and a right side rupture." The reported "auto immune issues" have been deemed not related to the device. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on radius side assessed as fold flaw opening. Autoimmune/ connective tissue ¿ symptoms: unable to observe since it is not related to the device. Additional observations: observed stress marks on the device. No further actions are required as the device was implanted.

Event description:
Patient reported "dealing with auto immune issues and a right side rupture." The reported "auto immune issues" have been deemed not related to the device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "dealing with auto immune issues and a right side rupture." The reported "auto immune issues" have been deemed not related to the device. The device has been explanted.